Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate high measurement or to determine if it could have contributed to the patient's hospitalization. No product lot number was reported therefore no qualification records were reviewed. The omnipod user guide warns "if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately," and advises "you should perform a control solution test when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate, or if your test results are not consistent with how you feel."

Event description:
The patient reported that she had to be hospitalized for severe hypoglycemia. At the hospital a bg meter comparisons were performed. Her pdm read 19.0 mmol/l (342 mg/dl) vs 14.0 mmol/l (252 mg/dl) with the laboratory results. She was released from the hospital on (B)(6)2015. She did not provide any further information regarding the hospitalization or her treatment.

Manufacturer narrative:
Returned device was evaluated and performed within specifications. Reported malfunction was not confirmed.